Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid. The cause of the premature battery depletion was due to excess current on the hybrid.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory alert on (B)(6) 2018 due to the implantable cardioverter defibrillator reached elective replacement indicator. The patient was noncompliant and did not present to the clinic until (B)(6) 2019. Upon interrogation of the device, p-waves were sensed on the ventricular channel. The device was reprogrammed to resolve the oversensing. The device was explanted and replaced on (B)(6) 2019. The patient was asymptomatic before, during and after the procedure.